Event description:
Investigation results now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: d3, b4, b5, g4, g7, h10. Event description: according to the received letter of the legal department of azienda usl toscana centro there was a patient claim related to a right mom total hip prosthesis. Otherwise, no event details have been received, therefore, the course of events is unknown. Review of received data: no medical records have been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: no event details have been received, therefore, the course of events is unknown. Based on the significant lack of information an investigation could not be performed the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history recorded could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and is currently being monitored for unknown reasons.